Event description:
It was reported that a trauma injury patient underwent a bkp procedure at l1 and the procedure was successful. However, during the one month postop follow-up examination, the upper part of l1 was confirmed by the surgeon to be "crushed". According to the report, kyphosis had also progressed between th12 and l1 compared to pre-operative condition. No revision surgery is under consideration for now since the patient is asymptomatic. Patient status was reported as "good". No further patient injury was reported.

Manufacturer narrative:
The date of the event is unknown. (B)(6). (B)(4): ("re-fracture" and "progression of kyphosis"). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.